Manufacturer narrative:
(B)(4). The report of tibial loosening in (B)(4) cannot be confirmed with the available information. The reason for revision cannot be discussed further without additional information, including pre-revision radiographs, further patient information and provision of the revised components. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial knee procedure. Subsequently, the patient was revised due to tibial loosening and subsidence. Patient fell the day after surgery.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: oxf anat brg lt md size 5 PMA catalog #: 159549 lot #: 348170, additional MDR report was filed for this event, please see associated report:3002806535-2019 -00514. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee procedure. Subsequently, the patient was revised due to tibial loosening and subsidence. Patient fell the day after surgery.